Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that it was reported that during a knee arthroscopy, a vapr tripolar90 suction electrode did not work, there was no power on the electrode tip. The device belonging to complaint (B)(4)/(B)(4) was received in mitek lab on 10/15/2020 and visual inspection and functionality test were performed. The visual inspections revealed saline residues and signs of activation were observed. Electrode was connected in the generator and presented failures on both ablation and coagulation modes. To continue with the product analysis, device was sent to cardiff (B)(6) for further analysis with manufacturing on date 11/20/2020 along with other product complaint devices with a total of 3 boxes. Logistics department informed that the material was not received in (B)(6) and it was returned to (B)(6), warehouse. Another shipment was conducted to send the boxes to (B)(6) for analysis under (B)(4) via (B)(6) and manufacturing department confirmed that only one box was received, it doesn't contain the product reported in this complaint. After multiple attempts to localize the devices locally in (B)(6). Warehouse. Logistics department confirmed that the missing 2 boxes were not in their facility. Even though its not possible to perform an actual evaluation on the device we have evidence from the visual inspection. Based on the visual and functional test, this complaint can be confirmed. With the information available at the moment, we cannot discern a specific root cause for the issue reported. If the device is located in the future. This complaint will be reopened, and analysis will be performed accordingly. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device lot number: u2003096, and no nonconformances were identified.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy procedure on (B)(6) 2020, it was observed that a vapr tripolar90 suction electrode device had no power on the electrode tip. During in-house engineering evaluation, it was determined that the device failed both ablation and coagulation modes. Another like device was used to complete the procedure with a surgical delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.